Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an oozing rash under all three of the therapy electrodes. The patient reported that she was allergic to nickel and this irritation may be due to her allergy. The patient's doctor prescribed a cream for the irritation. After using the cream, the patient reported that the irritation healed.